Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name [micra] product ID [mc1avr1-delsys] (serial: (B)(6). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during implant of the leadless implantable pulse generator (ipg), that after successful deployment of the device with two tines engaged, when attempting to pull the soft tether, difficulty was discovered, and with a stronger pull, a change in the position of the leadless ipg was observed, but it remained in the same place. Thresholds increased and became high. The doctor decided to explant the device and as a result of the tether being cut, repositioning was not possible, and it was removed using a snare and a new leadless ipg was implanted at a later date. No patient complications have been reported as a result of this event.